Manufacturer narrative:
(B)(4). Additional information: the device evaluation summary can be updated to: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, however, the root cause could not be determined. No repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Event description:
During a scheduled device testing/inspection, it was reported that the device displayed all three (attention, chargepak and wrench) icons and failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be a faulty air in line printed circuit board. No repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.